Manufacturer narrative:
Additional information: poc - (B)(4), biomedical engineer & (B)(4). It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "safety disk leak test". A getinge field service engineer (fse) swapped the drive manifold but did not fix discrepancy and is going to remain installed in unit. Fse done further done the troubleshooting and founded that the crm has a leak and needs to changed. Replaced the crm (d997-00-0986-01) and unit passes all functional and safety test per factory specifications. Returned to customer and cleared for use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0997-00-0986-01 serial number (B)(6) crm and part number 0104-00-0018 drive manifold serial number (B)(6) pn: 0997-00-0986-01 and 0104-00-0018 was received with a reported failure of a safety disk leak test. The fat performed a visual inspection of pn 0997-00-0986-01 and 0104-00-0018 and found the part to be in good condition. The fat installed pn: 0997-00-0986-01, 0104-00-0018 into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev v. The fat performed the safety disk leak test and passed successfully. Could not replicate the reported failure of the safety disk leak test. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.